Event description:
Received info, the pt and physician felt there was a loss of therapeutic stimulation once the battery was at 50-75% on a device implanted in 2009. Pt's neck tremor symptoms are returning, therefore, she now recharges every 2-3 days. The pt has very high settings in terms of amplitude and pulse width. Physician reported there may be a short on electrode 2 and 3 and 2 was essential for stimulation. Impedance readings were from 2582-5544 ohms. Pt is reported as suffering no injury. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).